Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9736119r. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information. Regarding a navigation system being used, during a functional endoscopic sinus surgery (fess) procedure. It was reported, that the system stopped working and says 'no input detected'. Rebooted and issue persist.  They took the side panel off and press cmos reset. System restarted and is booting up, but went back to no input. It was reported, that there was no patient impact. And a delay of less than one hour. Navigation was aborted.